Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.03.00. A service history review revealed that this device has been serviced three times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with battery error codes was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "battery error codes". This event occurred upon power up in the "med surge" department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.